Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the patient's 8194118 catheter was placed on (B)(6) 2024 and was used on (B)(6) 2024, when extravasation of chemotherapy drugs was noted, causing swelling of the tissue adjacent to the puncture site, and the catheter was withdrawn for treatment, and a leak was noted in the body of the catheter after removal. After the catheter was removed the patient remained swollen at the puncture site and required follow-up treatment. No other information was provided.